Manufacturer narrative:
DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution.

Event description:
It was reported that prior to procedure, the helix of the lead failed to extend. The lead was not used and was replaced. The patient had no consequences.